Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision due to take place (B)(6) 2016, right, xl, reason(s) for revision: alval / soft tissue reaction, & high level of metal ions of blood. Update (B)(6) 2017: email notification from (B)(6) received. Date of revision provided. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Asr revision due to take place (B)(4) 2016. Right xl. Reason(s) for revision: alval / soft tissue reaction, & high level of metal ions of blood. Update aug 18, 2017: email notification from kennedys received. Date of revision provided. This complaint was updated on: aug 22, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.